Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr installed a new o2 cell. The operator verification procedure (ovp) and the user verification test (uvt) was performed. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. The o2 cell was inadvertently discarded and will not be returning to vyaire for further evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the o2 on the avea ventilator is out of calibration while in use on a patient. The customer advised the patient was moved to a different ventilator. The customer did not advise whether there was any patient harm associated with this event.